Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tip of the tampon insertion tube applicator was bent and appeared to be open. She did not use the affected tampon.